Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. The returned pacemaker was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.